Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. The device was tested on (B)(6) 2017 by the initial reporter and was found to be under-infusing. No flow rate accuracy amount was recorded. No patient was involved in this case.

Manufacturer narrative:
The reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -3.4%, which was within the +/-5% specification. The device was tested to meet all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2016.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00306).